Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, when the package was opened, it was found that the tip was bent. Another device was used to complete the procedure. There were no adverse consequences for the patient.